Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the line). There was no hp or bag disconnection. There were no loose connections or leaks. The technical service representative referred the hp to the nurse (rn). Global product surveillance contacted hp on (B)(4) 2011. The hp stated that he was unable to complete therapy. The hp was in the hospital and did not handle the setup or take down of the hc. The hp stated that the hospital stay was not due to peritoneal dialysis. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.